Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The analyst noted that the outer insulation was breached varies through out the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned for analysis. The lead tested out of specification.